Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of x-rays. X-rays provided and reviewed by a health care professional. Review of those records identified there is a narrowed tibiofermoral space, especially posteriorly, consistent with polyethylene liner wear with no fracture or evidence of implant loosening. Minimal radiolucency at the medial tibial tray and small joint effusion are noted as well. The bones are osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision due to pain.

Manufacturer narrative:
(B)(4). Concomitant medical products: kne-maxim-bearings-unk; p/n: unk, l/n: unk. Kne-maxim-femorals-unk; p/n: unk, l/n: unk. Kne-maxim-tibial trays-unk; p/n: unk, l/n: unk. Kne-maxim-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient is scheduled for a revision procedure due to unknown reasons. Subsequently, this bearing will be revised and final x-rays show wear. Attempts have been made and no further information has been provided.